Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 100% stenosed, long, and narrow lesion being treated was located in the moderately calcified, moderately tortuous proximal to distal left anterior descending (lad) artery. The proximal lad contained ulcerations. The patient presented with an acute myocardial infarction (ami). She complained of chest pain, and began to vomit. The physician attempted a right radial approach, but he was not able to perform paracentesis. Next, he attempted right inguinal artery approach, but a dissection occurred due to the long introducer sheath and the severe tortuosity of the vessel. Then the physician managed to introduce a sheath with the right brachial artery approach. The physician was unable to perform angiography. The physician was unable to cross the lesion with a non-bsc balloon. The lesion was predilated with a 1.3x10mm non bsc balloon, inflated to 16 atms, and a 2.0 x 20mm non-bsc balloon, inflated three times to 14-20 atms for 7-14 second. The physician chose the 2.75 x 28mm taxus express2 drug eluting stent and deployed it at 16 atms for 9 seconds and 18 atms for 11 seconds in the mid lad. The physician confirmed the stent was well deployed and observed that there was a "thrombus like" thing inside the stent. The blood flow was blocked. The white thrombus was aspirated by thrombuster and the blood flow improved. Medications given: aspirin, plavix, sigmart, atarax-p, lepetan, and heparin. Three days post the initial procedure, the patient complained of chest pain. The physician confirmed the previously placed stent was blocked by thrombus. A 2.5 x 15mm balloon catheter was not able to cross to the lesion. The taxus stent was dilated with 1.3x10mm non-bsc balloon and a 2.0x15mm non-bsc balloon. The physician placed a 2.5x24mm taxus drug eluting stent overlapping the previously placed stent. Angiography confirmed that the stents were well deployed and found that the mid right coronary artery (rca proximal) was 75% - 90% stenosed. Five days post the initial procedure, acute heart failure insult was confirmed. Seven days post the initial procedure, the physician diagnosed the acute heart failure insult, caused by ischaemic acute heart failure of the rca. The lesion was predilated with a 2.0 x15mm balloon (MFR unk). A 3.00 x 28 mm taxus express2 drug eluting stent was placed. The physician confirmed the taxus stent was well deployed. Patient status reported as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint.